Manufacturer narrative:
H3: product analysis of ped3-027-450-40, lotno:b615408. As found condition: the pipeline vantage with shield was returned for analysis within shipping box; within an opened pipeline vantage shield outer carton and inner pouch; and within a dispenser coil.. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline vantage shield were found fully opened and slightly damaged. No other anomalies were observed. ¿conclusion: based on the analysis findings, the customer¿s complaints could not be confirmed. However, the root cause could not be determined. No defect was found with pushwire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was not anchoring to the wall and was falling into the aneurysm. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the supraclinoid internal carotid artery with a max diameter of 22 mm and a 14 mm neck diameter. Landing zone: distal: 3 mm and proximal 4.5 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed the same as previous. It was reported that the distal part of the pipeline vantage not anchoring to wall of the vessel repeatedly falling in to aneurysm. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received that the cause of the inability to adhere to the vessel wall was not determined. There were not multiple pipeline devices being used when movement occurred. There was moderate friction or difficulty during delivery or positioning. The pipeline was implanted at the intended location. The device did not jump during deployment; was falling in to the aneurysm. The tip of the catheter did not move during deployment. The procedure was completed by retrieving the pipeline vantage and used other flow diverter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.